Event description:
It was reported that the insulin pump was exposed to fluid after the customer had been pushed into a pool with the device still connected. The blood glucose reading was 125 mg/dl. The customer stated that a constant tone was sounding from the device. Advised discontinuation and replacement of the insulin pump; the customer declined return of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Also received with corroded motor assembly and corroded electronic assembly noted during visual inspection. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and cracked end cap.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.